Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer screen cracked and would not receive commands. It was also indicated that the keyboard was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen cracked and will not receive commands. The programmer was returned for service. There was no patient involvement.